Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the returned sensor board.

Event description:
A ventilator's sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. There was no report of patient harm or injury. During the investigation, the manufacturer found the root cause of the sensor board failing was due to a valve solenoid actuator being stuck in the open position caused by contamination.